Event description:
It was reported that patient presented during in patient check. It was noted that the left ventricular lead was dislodged which resulted in loss of capture. The dislodgement was confirmed via chest x-ray. The lead was replaced and explanted. There were no patient consequences.